Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance in unipolar and bipolar. Via chest x-ray, there appeared to be evidence of clavicular crush. The lead was replaced.